Manufacturer narrative:
The insulin pump passed functional testing. No motor error alarm during testing. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched liquid crystal display window, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
Customer reported a motor error on her insulin pump in the middle of a bolus delivery. Customer's blood glucose was 277 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer uses the sensor feature. Customer was advised that a false motor error may be caused by viewing the sensor glucose graph during bolus. He is able to rewind the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.